Manufacturer narrative:
Correction: this complaint is not MDR reportable. There was no report of serious injury, medical intervention, or reportable device malfunction. Needle point configuration may lead to a painful insertion although will not lead to harm or serious injury.

Event description:
It was reported that insyte 24ga x 0.75in catheter tip was damaged. The following information was provided by the initial reporter: catheter tip is damaged (size and opening of smaller catheter).

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that insyte 24ga x 0.75in catheter tip was damaged. The following information was provided by the initial reporter: catheter tip is damaged (size and opening of smaller catheter).